Event description:
Information was received from a patient representative regarding an implanted infusion pump for intractable spasticity. The pump was used to deliver unknown baclofen. It was reported that the patient had their baclofen pump replaced in (B)(6) 2024. Within two days of having the pump replaced, the patient experienced severe problems and had to be rushed to the hospital within 24 hours. The patient ended up spending 12 days in the hospital for what was supposed to be an outpatient surgery, but it was found that the pump was defective. Per the reporter, they had to do a second operation and "rebuild the pump" that they put in the patient 3 days prior. Per the reporter, they were getting "an awful lot of bills" for the services rendered because of this pump being defective. Patient services reviewed warranty considerations and redirected the reporter to the healthcare provider (hcp).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.